Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The customer did not provide cgm and meter bg readings. No additional patient or event information was available. Customer changed the sensor to resolve the reported issue. Multiple attempts were made to follow up with the customer. No response from the customer was received.